Manufacturer narrative:
The customer¿s report that the pump was not alarming for ail when air was observed was not confirmed. Physical inspection of the device noted the instrument seal was intact. Besides slightly dull iuis, no other abnormalities were found. Log analysis found pump module s/n: (B)(4) did alarm for air in line and it was determined the single air bolus limit was configured for 250ul with accumulated air enabled during the reported event. Review of log shows on 22 july 2019 at 10:56am. Pump module s/n: (B)(4) was programmed to infuse an unknown medication with the rate of 240ml/h, vtbi:40ml. At 10:57am, the device alarmed for air in line, was silenced, and restarted. Shortly after, the device was paused and channeled off by user. Testing performed found the pump module¿s air detection system to be operating in specification. The incident disposable tubing set was returned for this investigation and tested; no irregularities occurred. The root cause of the customer¿s report of air observed in the line past the air in line sensor with no alarms sounding was not identified.

Event description:
It was reported that during the completion of an unspecified infusion, the rn noticed air in the line that past the air in line sensor with no air in line alarms detected. The event occurred on the outpatient infusion clinic. The facility biomed tested the device and confirmed the failure. There was no patient harm or delay in treatment related to this event.

Manufacturer narrative:
Concomitant medical products: 100ml b braun bag, lot: j9c664, exp 06/20, 0.9% sodium chloride injection; 1000ml b braun bag, lot: jbn805, exp 04/21, 0.9% sodium chloride injection, therapy date unk. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that during an unspecified infusion, the rn noticed air in the line that past the air in line sensor with no air in line alarms detected . The facility biomed tested the device and confirmed the failure.